Event description:
The customer reported that the clear insulation slid back on the device and exposed the hinge towards the end of a laparoscopic gastric bypass. It is not known what caused the insulation to slide back on the device. The device was being used in the monopolar function to cauterize a bleeding area prior to the surgeon noticing the issue with the clear insulation. The monopolar setting was at 40. At this time, a 2mm burn was noticed on the bowel just below the target area of the bleeding. The burn was repaired with suture from an endostitch. No other energy devices were used during the procedure. The device was removed through a covidien versa step trocar and the clear insulation rolled back into place. There was no add'l hosp stay and no ill effects to the pt.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a f/u report will be submitted.